Event description:
Customer reported that pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to plug the pump into a different wall outlet and to leave it plugged in for at least 30 minutes. A follow-up confirmed that the pump was working normally.